Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg test system (hcg) on a cobas e 411 immunoassay analyzer. It is unclear if erroneous results were reported outside of the laboratory. The initial hcg result was < 5 miu/ml. The sample was repeated and the result was 20 miu/ml. The customer re-centrifuged the sample and received a result of < 5 miu/ml. There was no allegation that an adverse event occurred. The hcg reagent lot number was 189123. The expiration date was not provided. The customer stated quality controls for all assays were fine. The customer stated there was no foam, clots or bubbles in the sample. The field service representative (fsr) visited the customer site on 08/10/2017. Instrument performance testing was performed where a portion of it failed. The fsr found that the photomultiplier tubes voltage was high and adjusted it down to within specification. The portion of the instrument performance test that failed was repeated and all results were back within specification. All assays were re-calibrated and quality controls were run. All results were acceptable. A specific root cause was not identified for this event. The customer has had no issues since this one event.

Manufacturer narrative:
Product problem was corrected.